Manufacturer narrative:
Mitek employee. Investigation summary: the complaint device was received and inspected. It was observed that the handle and the shaft of the device had been separated. This complaint can be confirmed. The device is reusable. A visual inspection revealed that the device had been heavily used as distal tip of the shaft has several nicks and a burr on the side. The visual inspection also revealed small indentations on the shaft slot nearest to the connection point to the handle. The broken weld failure could be due to the device being dropped/ mishandled on hard surface causing the weld to fail. The compliant information says that the device broke during cleaning after the surgery. The lot number indicates that the device is almost six years old. Other than the possibility of mishandling, we cannot discern a root cause for this failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the sales rep via cst that following an unknown procedure the gryphon slotted sawtooth guide broke while cleaning during spd. It¿s broke where the guide attaches to the handle. There was no patient harm. This is report 1 for 1 (B)(4).